Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables, which can influence pitch cable failure. Fa concluded the broken pitch cable was attributed to a component issue. Per review of the instrument log the following was confirmed: the permanent cautery hook instrument was last used on (B)(6) 2021 on system - sk4373 and the instrument had 8 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. Based on the additional information obtained from failure analysis investigations, this complaint is a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook was ¿defective¿, and a backup was used. The procedure was completed with no reported injury. Intuitive surgical, inc. Completed customer follow-up and obtained the following information: the customer was unable to provide further information regarding the instrument.